Event description:
A report was received that the pt had pain at her spine where the leads are implanted. The pt reported that the stimulation was increasing her pain. The pt's physician gave the pt pain injections and the pt was reprogrammed. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.